Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Implant date: unknown, assumed 1st day of month. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what is the lot number of the device? Information was not provided. Are there images available that shows the migration? Information was not provided. What is the exact date of the implant? Information was not provided. Was the device explanted on (B)(6) 2021? Yes. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Information was not provided. Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? Information was not provided. Will the device be returned for analysis? Hospital will keep the device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had the linx device implanted in (B)(6) 2017. The patient had and x-ray and it was found that the linx device herniated into the chest according to the x-ray. The device is scheduled to be explanted on (B)(6) 2021. There is no additional information.